Event description:
It was reported that a cartridge alarm occurred during the loading sequence. The alarm reoccurred during troubleshooting with technical support. The customer reverted to an alternate method of insulin therapy.